Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, they had two blower misters that would not adjust correctly. The tank was changed and the devices still did not work. A replacement device from another lot was used to complete procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. Since this is an OEM supplied device, a lot history review is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).